Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump was received with intermittent esc and act button response due to corroded keypad traces. Cleaned keypad contacts and continued testing. No button error alarm during testing. The insulin pump was received with the operating currents within specification and passed the self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm due to pressing multiple buttons and was not able to clear. Customer's blood glucose was 306 mg/dl. It was reported that customer's blood glucose had fallen to 23 mg/dl and was treated by paramedics; customer was not taken to the hospital. After troubleshooting, customer was advised that insulin pump would need to be replaced.